Event description:
It was reported that a vns patient had slight left vocal cord paralysis after implant surgery. The physician indicated that he scoped the pt and confirmed that the left vocal cord was somewhat weak. The pt is doing much better now and is getting back use of his vocal cord. Good faith attempts to obtain additional info have been unsuccessful to date.